Manufacturer narrative:
Reported event: an event regarding rom involving triathlon 3x11 ts insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: the patient's left knee was revised due to patellar tracking being lateral (patient had a patellar component, manufacturer unknown). Surgeon performed soft tissue releases, and exchanged a 3x11 ts insert for another one. Rep confirmed that no further information will be released by the hospital or surgeon.